Manufacturer narrative:
The electrode lot number was requested but not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for sodium electrode (na) on a cobas 6000 c (501) module. The initial result was 173 mmol/l. This result was questioned by the physician. The repeat result from a cobas c303 module was 137.6 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Section d, primary UDI number was updated. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found the rinse tubing was brittle and cracking in places. The fse replaced the rinse tubing and adjusted the rinse volumes within specification. A 21-cup precision passed. The investigation determined that the issue found by the fse was the root cause of the event.